Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: per the customer, after further investigation they found that this employee spiked the fluid bags the applied the hemostat to the end of the separation set prior to pressing fluid prime and believe this is what caused the incident. The center has been applying a hemostat to the end of the separation set after fluid prime and it remains on until after we connect the needle line to it. Per the customer they are retraining the staff. A service technician at the site performed a successful fluid test. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a plasmapherisis procedure the phlebotomist preformed a successful venipuncture on a donor and she bled the line all the way to the end. She connected the needle to the separation set and when she removed the hemostats the blood shot back into the donor's arm. All leur connections were tight and there was not clotting in the channel or return reservoir. Per customer "donor reports that he is feeling fine to go home. Denies chest pain, shortness of breath or any other problems. Denies headache, dizziness, nausea, shortness of breath or chest pain. Ambulated out of the facility under own power with a steady gait. Donor has donated 2 times since then and feels well." No medical intervention was required. Full patient identifier - (B)(6) terumo bct is awaiting return of the collection set for evaluation.

Manufacturer narrative:
Investigation: per the customer, after further investigation they found that this employee spiked the fluid bags the applied the hemostat to the end of the separation set prior to pressing fluid prime and believe this is what caused the incident. The center has been applying a hemostat to the end of the separation set after fluid prime and it remains on until after we connect the needle line to it. Per the customer they are retraining the staff. A service technician at the site performed a successful fluid test. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a plasmapherisis procedure the phlebotomist preformed a successful venipuncture on a donor and she bled the line all the way to the end. She connected the needle to the separation set and when she removed the hemostats the blood shot back into the donor's arm. All leur connections were tight and there was not clotting in the channel or return reservoir. Per customer "donor reports that he is feeling fine to go home. Denies chest pain, shortness of breath or any other problems. Denies headache, dizziness, nausea, shortness of breath or chest pain. Ambulated out of the facility under own power with a steady gait. Donor has donated 2 times since then and feels well." No medical intervention was required. Full patient identifier - (B)(6) terumo bct is awaiting return of the collection set for evaluation.